Event description:
Meter was not beeping or counting down. Customer service helped troubleshoot. The customer was unable to get into the check test after several attempts. The time was incorrect. In walking the customer through the setup, customer service found time/date, and alarm were not set, and the units were set to mmol/l. The customer was not aware of this. Customer service assisted in changing the meter back to mg/dl. Customer service also discovered the customer was storing loose strips in her case. Customer service discussed proper storage. The customer did not have any control solution. Customer service was going to send control solution, 5 strips, and a new meter. The old meter was to be returned for evaluation.